Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported through (B)(6) clinical trial that patient underwent an unspecified surgical procedure in order to resolve increased right knee pain. The event was resolved with residual effects on (B)(6) 2014. Study investigator deemed this event unrelated to study device and possibly related to study procedure.

Manufacturer narrative:
Correction based on additional information received